Event description:
During preventative maintenance (pm), the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm), the autopulse platform (sn (B)(6)) failed the load cell characterization test. The root cause was due to a failure of single point load cell #1, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in 2007 and is over 17 years old, well past its expected service life of 5 years. Upon visual inspection, the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate will be deburred to remedy the problem. The autopulse platform passed the initial functional testing. However, the platform failed the load cell characterization test due to a failure of single point load cell #1. Single point load cell #1 will be replaced to remedy the failed test. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).